Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 26 mg/dl and food was consumed to address bg. Customer was admitted to the hospital. Low bg was treated by adjusting pump settings and insulin injections. Low bg was resolved and customer was discharged on (B)(6) 2019 with no permanent damage. Customer alleged pump delivered a higher bolus than requested. System check with tandem technical support (cts) found pump was functioning properly. In addition, cts identified that the customer had not requested any bolus deliveries on the day of event and had only received basal delivery. Customer acknowledge pump data and reported cause of low bg was not known. Although multiple attempts were made by tandem technical support to follow up with the customer, no reply was received.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user on 4/23/2019. At 12:59 pm, user adjusted personal profile basal rates, reducing total daily basal insulin from 13.9 units to 11 units. User requested a 0.84 unit bolus at 6:13 pm for 42 grams of carbohydrates and bg of 88 mg/dl. The depletion of the estimated volume of insulin in the cartridge was reviewed and compared to the requested delivery. The cartridge was filled with approximately 135 units of usable insulin on 4/21/2019. Review of the individual insulin delivery events showed approximately 38 units were requested via basal, 13 units via bolus, and 20 units during the load process, and a fill estimate of 65 units was displayed in the evening on 4/23/2019. Complaint could not be confirmed. It is possible the user¿s personal profile settings need adjustment. There is no evidence in the logs that the device over-delivered insulin. There is no evidence that the pump experienced a malfunction or failure.